Event description:
Information reported via a manufacturer representative indicated there was no power supplied. It was noted that factors noted to have led to the event and troubleshooting were undergoing confirmation. It was unknown if the issue resolved and the extension was never implanted. The consumer¿s underlying disease was noted as parkinson¿s disease. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Analysis of the extension, model 3708660, serial no. (B)(4), found no anomalies. The returned extension passed all functional testing in the laboratory. No anomalies were identified. Electrical testing of the extension determined continuity was complete and no electrical shorts were identified between the circuits. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. Correction: additional information received indicates that the correct mfg. Site ID is (B)(4). Has also been updated.

Event description:
Additional information received from the representative reported that during the operation the reported product and the implantable neurostimulator (ins) were connected and impedance measurement was performed. At that time, the only impedance with electrode #2 was confirmed high as 3900 ohms. As connection failure was suspected, the reported product and the ins were disconnected and reconnected, but the result was the same. Since it was the operation for both sides, the product was connected with another ins, but the result remained the same. The extension was therefore replaced with a new one. The procedure was performed very carefully. The doctor noted that analysis reports on such type of event have indicated no particular problems with the product, therefore the procedure has to be performed carefully; however, it could not be more careful.